Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient didn't see their doctor as they weren't seeing patient's due to covid-19. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since around (B)(6) 2020, the patient started noticing that the time it took to charge the ins was increasing. The patient, therefore, was thinking the ins was failing after 3 years. No symptoms were reported. The patient mentioned they had 4 different programs (2 complicated and 2 simple), and they would charge on their "simple" programs with 8 coupling boxes and was ensuring the recharger antenna was not moving. They hadn't changed any of their settings either nor had any falls/trauma. The patient was redirected to see their doctor to have their equipment checked. No further complications were reported or anticipated.